Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a patient underwent a pvc (premature ventricular contraction) ablation with a thermocool smarttouch sf catheter and the patient experienced myocardial infarction / coronary vasospasm / coronary artery stenosis that required transfer to a hospital and treatment for vasospasm. Approximately 1 hour after starting the catheter use, during ablation at rvot (right ventricular outflow tract) using smart touch sf catheter, the physician noticed st elevation on the ECG (electrocardiogram) and discontinued the ablation. Because the ablation site was close to a coronary artery, coronary angiography (cag) was performed to assess coronary status. Cag revealed stenosis in lad (left anterior descending)#7. Suspecting myocardial infarction, the procedure was discontinued. The patient could communicate, but was transferred to another hospital for further coronary evaluation and treatment. It was reported that the patient developed spasm transiently, but his condition was stable subsequently. Treatment for the spasm was performed, but the details are unknown. The patient's condition has remained stable. The physician's opinion on the cause of the adverse event was that the ablation site was close to the coronary artery.